Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The sensing anomaly observed in the field was confirmed in the laboratory. Bench testing revealed an open connection on two components within the hybrid circuitry. When the components were replaced, the device functioned normally.

Event description:
It was reported that the device was explanted due to crosstalk. An atrial spike was seen on the ventricular lead. Pacing was inhibited and the patient became asystolic due to 3rd degree av block.